Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that. During the implant procedure, the right ventricular (rv) lead helix was screwed, with good electrical values, however, an attempt was made to retract the helix while monitoring the pacing waveform, but there was strong resistance the rv leadhad gotten stuck in the intraventricular tissue and the helix was subsequently stretched due to resistance during pulling in a counter clockwise direction and pressing the guiding device. The rv lead was attempted/not used and replaced. On inspection of the rv lead external to the patient, there was tissue stuck in the deformed helix. No patient complications have been reported as a result of this event.